Event description:
A user facility returned the olympus asset, evis exera iii gastrointestinal videoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that there the a/w (air/water) tube and cylinder had foreign materials. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, the reported fault was likely the result of insufficient cleaning. In addition to the b5 findings the following were found. The s-cover (scope cover) was worn; aw (air water) cylinder was discolored; s-cylinder (suction cylinder) was discolored; c-cover (probe) was damaged; a-rubber (bending section) adhesive was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the scope connector cover (s-cover). A further cause of the leakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope it is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.